Manufacturer narrative:
(B)(4). To date, the incident device has not been received for eval. If the device is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the bipolar pedal on the footswitch doesn't return, or returns slowly, to the original position after pressing the pedal. The footswitch continues to make unintentional activation. No injury occurred.